Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was fractured approximately 31.0 cm from the proximal end and had a torque device distal to the fractured location. The embolization coil was intact with its pusher assembly. Conclusions: evaluation of the first returned penumbra smart coil (smart coil) revealed that the embolization coil winds were offset and the pusher assembly was severely kinked. If the introducer sheath is not properly aligned inside the hub of the microcatheter prior to advancement, resistance may be encountered. If the device is further advanced against resistance, damage such as offset coil winds may occur. Further evaluation of the returned device revealed that the pusher assembly was severely kinked. This kink likely occurred due to forceful advancement against resistance. Prior to attempting to functionally test the smart coil through a demonstration microcatheter, the severe kink in the pusher assembly could not be advanced through the introducer sheath and, therefore, the smart coil could not be functionally tested through a demonstration microcatheter. Evaluation of the second returned smart coil revealed that the pusher assembly was fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully advanced against resistance, damage such as a kink may occur. Subsequently, if the kink is attempted to be straightened, damage such a fracture may occur. Due to the fracture in the pusher assembly the smart coil could not be functionally tested through a demonstration microcatheter. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00056.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils). During the procedure, the physician successfully placed two coils using a non-penumbra microcatheter. The physician then was unable to advance two smart coils into the microcatheter, and therefore the smart coils were removed. The procedure was then completed using the same microcatheter and additional coils. There was no report of an adverse effect to the patient.